Event description:
Philips received a complaint on the mrx indicating that there was sparking during testing. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was not a malfunction, but a self-test failure caused by user error. Debris was found lodged between the paddle and holder causing a spark when staff performed the op check, residue on contacts. The contact surfaces were replaced and confirmed normal operation. The self-test failure was attributed by user error. Replacing contact surfaces resolved the issue. The device remains at the customer's site. No further action is warranted at this time.